Manufacturer narrative:
The evaluation indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.

Event description:
A customer called to report that after changing a pod, her bg level went to 456. The pod was hard to fill, but eventually allowed insulin into the reservoir, so she decided to wear the pod. She woke up this morning ( the pod was changed the night before) and her bg was 456. She then changed the pod and administered a manual injection of 4 units. At time of the phone call her bg had came down to 280. There were no further problems reported.